Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lap nephrectomy procedure the device was fired a couple of times and when the doctor reloaded the device and fired the device between the renal artery and the lymph nodes, the device fired with no hesitation. When the device was removed, the patient immediately began to bleed resulting in a convert to an open procedure. The surgeon had completed the nephrectomy and simply applied manual pressure until a vascular team was called in. They sewed the renal artery closed. The patient received approx 8 units of blood. There was concern about brain damage, but the patient appears to be fine. He has been discharged home and has not shown any signs of brain deficits.